Event description:
It was reported, there were telemetry issues with the stimulator. The stimulator was overdischarged. Following the overdischarge, the patient was charging more than she expected. The battery would be charged to 100% and then it would need to be recharged the next day. The patient was recharging the stimulator every 2 hours. The stimulator was replaced because the "memory was not sufficient" due to the overdischarge. After the replacement, the patient was able to recharge with no difficulty and had good stimulation.

Manufacturer narrative:
(B)(4).